Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2015. Customer returns and retain product was tested and are functioning according to specification.

Manufacturer narrative:
Apoc incident # (B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.98 on a patient. The patient was presented with stroke symptoms and a history of cardiac arterial disease with stenting. Patient symptoms subsided while in the emergency room and would have been sent home, but was admitted due to the high troponin result on the I-stat. Patient was discharged on (B)(6) 2015. There was no patient information at the time of this report. The customer states product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.